Event description:
Patient arrived at clinic on (B)(6) 2024 where it was noted that the modular cable was damaged. It was also noted that the primary and back-up controller had damage to the power connectors. Modular cable, primary and back-up controllers replaced.